Event description:
Device 4 of 8. Reference MFR. Report: 1627487-2018-12754, reference MFR. Report: 1627487-2018-12756, reference MFR. Report: 1627487-2018-12757, reference MFR. Report: 1627487-2018-12759, reference MFR. Report: 1627487-2018-12761, reference MFR. Report: 1627487-2018-12762, reference MFR. Report: 1627487-2018-12763. The patient is implanted with scs system for off-label use. It was reported that after the patient¿s ipg replacement the patient was unable to feel stimulation with amplitude turned all the way up and experienced a loss in stimulation post-op. As a result, the existing leads were left inside the patient and the physician modified an extension left in the ipg pocket site. Two new leads were implanted. The patient verbally confirmed stimulation. Note: all of the patient's leads are being reported because it is unknown which lead is liable.